Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2015. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.